Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Common device name:unk, but unable to leave field blank. (Expiration date): unk, no serial number reported. Implant date:unk. This product is not marketed in the u.s.. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated that a patient experienced low vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.